Event description:
Bd 1ml tb syringe with 27g x 1/2 needle (slip tip with bd precisionglide) for subcutaneous methotrexate injection is very dull, the skin dimples, and the needle does not penetrate, eventually with a rapid push it penetrates. This happens every time, or almost every time during weekly injections. Also, the needle cover is impossible to remove without using 1 or sometimes 2 pliers. Either problem by itself is serious. I phoned bd (4-5 years ago) and complained, they said they would pass the complaint to the relevant people in their company. Based on my experience during the last 3 weeks, nothing has changed, these needles are dull. I don't have a microscope so I have not been able to look the needle tip, which would be the first and quickest way to see an obvious problem. 1 I have had this problem starting 4-5 years ago and after complaining my doctor had me try a different syringe/needle. Bd 1ml tb syringe with 27g x 1/2 needle (safetyglide). This has a needle cover with a clip (like a pen to clip to your pocket). It is more expensive, but no pliers are needed to remove the cover to expose the needle. Also, the needle is sharp, so it penetrates the skin much more easily. There is some individual variation here, but it is rarely dull, compared to the prior needle listed above. I have used this safetyglide version for about 3-4 years and the quality control has been steadfast. People with rheumatism/old people have problems opening tightly closed jar lids, and they certainly will have problems with removing cap coverings of these hypodermic needles, and not everyone has 2 pliers to get the job done. There appears to be little competition for bd, so they have little incentive to keep the quality of this product high. This is a quality control issue and other than you, I have no one to whom I can complain. There should be a survey to find out how many other people are seeing problems of this sort.